Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) (B) (6) alleging that her one touch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on additional info obtained by the customer service representative (csr) during a follow-up call. The pt reported that at an unspecified time on (B) (6) 2010, she obtained an alleged high blood glucose result of "11 mmol/l (198 mg/dl)" with the subject meter. The pt informed the csr that she tests between 4-6 times a day and manages her diabetes with a combination of oral medication (metformin) and 30/70 insulin (based on a sliding scale). Based on the alleged inaccurate result obtained, the pt claimed she took an increased dose of 30/70 insulin (6 or 7 units). The pt was unable to confirm if she developed symptoms after taking the increased dose of insulin. The pt reported that on an unk date/time, a visiting nurse found her 'crashed out" and immediately contacted emergency services. The pt claimed her blood glucose was "5.2 mmol/l (94 mg/dl)" when tested with an ems meter and that she was given "sugar" to bring her blood glucose up. However, the pt was unable to confirm if the event occurred prior to or after obtaining the alleged inaccurate result. At the time of troubleshooting, the csr noted that the pt did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and may have received treatment for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.